Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable connector was broken from the belt. The cause for the missing connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor displayed service code 204. The pt was issued a replacement electrode belt.